Event description:
I had a small umbilical hernia that was not entrapped. I went in for surgical repair. Mesh was placed. I had a large rash on the skin above where the mesh was- and the same shape- for 2 months. Now, almost 2 years later, I still have pain, my abdomen is swollen from the excessive scar tissue and I am unable to sleep on my right side due to pain. This is just wrong. If I had just had a few stitches, I believe I would have been better off than with the mesh. I am young, healthy weight and yet experience daily pain now - none before the surgery-. Dates of use: 2007 - 2009. Diagnosis: umbilical hernia repair.